Event description:
It was reported that the collar was fractured. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified left circumflex and left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, standard procedure was followed upon introducing the device into the lesion. However, the radiopaque platinum collar of the catheter was fractured. The device was then removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient is stable. It was further reported that the device was fractured in the left circumflex artery and was removed slowly and smoothly step by step from the patient's body. Also, it was confirmed that there were no device fragments left inside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. The distal shaft and tip were microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. The proximal section of the separation is missing. The missing parts are the handle, hypotube, and collar. There are flat spots to the distal shaft from the tip to 7mm, 15cm-16.7cm, and 24cm-24.5cm. Microscopic inspection revealed no additional damages. There is blood inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the collar was fractured. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified left circumflex and left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, standard procedure was followed upon introducing the device into the lesion. However, the radiopaque platinum collar of the catheter was fractured. The device was then removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient is stable. It was further reported that the device was fractured in the left circumflex artery and was removed slowly and smoothly step by step from the patient's body. Also, it was confirmed that there were no device fragments left inside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the collar was fractured. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified left circumflex and left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, standard procedure was followed upon introducing the device into the lesion. However, the radiopaque platinum collar of the catheter was fractured. The device was then removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient is stable.